Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, there was some damage (collett marks) noted to the coating at 33 cm from the proximal end. There were no other anomalies noted to the device. During functional testing, the device was hydrated, and wet fingers run along the entire length, no anomalies were noted. The device was inserted into and through a demonstration sl-10 microcatheter without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned and there were no visual or functional anomalies noted, which could have caused or contributed to the reported event. There was some damage to the ptfe coating to the proximal end of the device which is likely to have been caused by the use of the torque collet, however it is unlikely that this would have caused the reported difficulty to advance the device. An assignable cause of not confirmed will be assigned to the reported difficult to advance, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of handling damage will be assigned to the analyzed guidewire ptfe coating peeling.

Event description:
It was reported that during the procedure that the guidewire (subject device) had experienced difficulty advancing within microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Upon investigation of returned device revealed that the returned subject device had it's polytetrafluoroethylene (ptfe) coating peeling. No adverse was noted after these findings.